Event description:
It was reported hcp indicated a volume discrepancy. The actual residual volume was greater than the expected residual volume. The expected 2.6ml, pulled out 8ml. Hcp indicated that pt had felt a little weak with increased pain. Hcp noted no alarms were occurring and pt had denied hearing any alarms. Hcp indicated she heard the pump ticking. It was reviewed pump would be refilled. A rotor study/dye study with the hcp was to be scheduled, as this refill was at the pt's home. The pump contained fentanyl and bupivicaine. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).